Event description:
It was reported the patient underwent a total hip replacement revision surgery on (B)(6) 2024 with new plates due to nail failure at the screw block level eight (8) months post-operatively.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H3, h6: photo investigation: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The x-ray investigation revealed nothing indicative of a device nonconformance. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the lockscr ø5 l34 f/nails tan light green would have not contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part number: 04.005.524 lot number: 3754p83 manufacturing site: mezzovico release to warehouse date: 03 jan 2023 a manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9, b14 (to capture DHR). Corrected: h3. H3, h6 product investigation: visual inspection of the returned device found some threads of the screw were damaged stripped. The observed condition of the device can be consistent with a component failure that was caused by exposure to unintended forces, however, with available information a complete potential cause cannot be determined. This observed condition does not contribute to the reported adverse event. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the lockscr ø5 l34 f/nails tan light green would have not contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part number: 04.005.524. Lot number: 3754p83. Manufacturing site: mezzovico. Release to warehouse date: 03 jan 2023. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. DHR review retrieved from pi(B)(4) as the impacted products share the same lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.